Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported a sensor error alert after the initialization. The blood glucose reading was 46 mg/dl. Customer treated with food and stated that she felt fine. She stated that the sensor was fully inserted and no blood was visible at the site. She stated that there was no damage on the connection bridge or pins. A test plug procedure was run and showed that the transmitter was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.